Event description:
It was reported that the customer was hospitalized multiple times due to vomiting, and diabetic ketoacidosis. The customer alleged the pump was not functioning as intended; however, this could not be confirmed as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. Reportedly, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.